Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert and insulin flow blocked alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self-test and it did not pass. Customer¿s blood glucose value was 400 mg/dl. The insulin pump will not be returned for analysis.

Event description:
Updated summary: information received by medtronic indicated that, customer experienced hyperglycemia and blood glucose value at the time of event was 400 mg/dl. No symptoms related to the event was reported. Customer also reported, pump error 63 and insulin flow block alarm. Troubleshooting was hyperglycemia was not performed and it was unknown about the usage of insulin pump system with in 48 hrs of the reported event and whether auto mode feature was active or not at the tome of event. Customer able to clear the alarm and rewind test. However, customer unable to perform self test. It was also observed, infusion set cannula was bent. The insulin pump was received for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump passed active current measurement, sleep current measurement test and selftest. Unit did not pass the prime/seating test. Unable to do the basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Successfully downloaded history files and traces using thus. No pump error 63 alarms during testing. No unexpected insulin flow blocked alarms noted during testing. Pump error 63 (variable 3) was present in the history download on (B)(6) 2020 14:49:04.000. Esf# na, file number= 2005/37, line number= 9926/367. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2020 13:01:08.000 in pump downloaded history during bolus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage (end cap address label stained and faded) and cracked retainer. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. No unexpected insulin flow blocked alarms noted during testing. Prime/fill anomaly was confirmed during testing. Device test failed was confirmed due to prime/fill anomaly. Retainer ring damage was confirmed. Unable to verify high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,e3,g2 and h1 with this report.